Event description:
Customer reports the softclix lancet is not pricking his finger. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred. Upon evaluation by the manufacturer, it was confirmed that the lancet does not retract. Requested return of suspect device and replacement was sent. Softclix lancet lot number wim248.

Manufacturer narrative:
The suspect product is the softclix lancet.